Manufacturer narrative:
The investigation for the reported aic - purge disc/flag issues has been completed. The impella device has not been returned for evaluation. The cause of the issue was not determined since product was not returned. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the patient was placed onto impella support for high-risk percutaneous coronary intervention. While on support, the automated impella controller (aic) experienced purge disc/flag issues that were resolved by switching out the aic. No patient harm was reported.